Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty peeling the sheath is confirmed, and the cause appears to be manufacturing related. The device pertaining to this complaint was originally returned for complaint (B)(4). The sample was one 15 fr. Airguard introducer with dilator and sheath. Visual observation found that the sheath had been completely split on one side and partway on the other side. One of the pieces of top cap had come away from its tab and was no longer present. The valve was nearly split in half, but not completely. Microscopic evaluation found that the bond of the missing top cap to its white tab appeared to have been strong enough to cause significant material retention when the bond was broken. The points of division between the tabs appeared jagged and irregular as compared to a 15 fr airguard sheath lab sample, peeled for the purpose of comparison. From the complaint as stated by the customer and the state of the top cap bond and peel boundaries between the tabs, it appears that a difficult peel was experienced during use and the complaint is confirmed. The difficult peel, causing excessive force to be necessary to split the sheath, appears to be at least a contributing factor to the detachment of the top cap. The cause of this event appears to be manufacturing related. A lot history review (lhr) of rebt0313 showed no other similar product complaint(s) from this lot number.

Event description:
It was found during investigation by the engineer that the airguard cap had detached. There was no reported patient injury.